Event description:
Patient was reported that the device only lasted 38 months and the device had reached recommend replacement time (rrt) sooner than expected by clinicians. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.